Manufacturer narrative:
Device return status: three (3) used a1009 ext sets and four (4) pkgd a1009 ext sets rep of facilities inventory lots# 2777867, 2770580, 2695294, 2774284 along with one baxter 2c7564 interlink buretrol solution set were returned for investigation. Visual analysis (pre and post decontamination) recorded the three used a1009 ext sets nanoclave connectors silicone were recessed with obvious evidence of leakage within the nanoclaves internal componentry. Based on the visual analysis the reported leakage and component failure was confirmed with the three returned used a1009 ext sets. There were no abnormalities noted with the four returned packaged a1009 ext sets/components or the baxter 2c7564 interlink buretrol solution set mating sample. Functional and performance testing to the applicable product specifications were conducted with the four returned packaged a1009 ext sets. The results recorded no performance issues, component failure and or leakages. Add'l engineering analysis: the three returned used a1009 ext sets nanoclave components were each disassembled and evaluated the results recorded various damages/cracks and dimensional anomalies primary on the plug and spike/window locations. It was also noted that one of the returned used device sets did exhibit evidence of a mechanical strike on the top of the sets female luer. The engineering report determined the root cause of the sets component conditions/issues were attributable to the mfg process. The investigation report noted that under certain circumstances, upon activation and/or pressurization this type of component defect could damage the internal sealing silicone. When the device is deactivated and put in the resting position, this condition could result in leakage. Mfg component and finished lot build record reviews were conducted. The investigation of the component lot builds identified a mfg machine maintenance error where an improper psl automated equipment mandrel set up did not fully sheath the slitter blade as intended. This equipment set-up error has been corrected. The nanoclave component is configured in finished products that are primarily used in pediatric pt care where potential leakage constitutes a higher clinical significance. The MFR ICU medical has suspended supply of the affected lots and is performing a voluntary recall on the affected products. This remedial action was formally communicated to the FDA - los angeles/orange county recall coordinator on december 24, 2013. Add'l management and engineering actions and efforts to prevent reoccurrence are also in progress.

Event description:
Complaint rec'd reporting leakage/component failures with use of a1009 7"mc clear, nanoclave t-conn smallbore ext. Sets. It was reported that for the past two months there have been intermittent issues where the a1009 extension sets nanoclave connector remained recessed and resulted in leakages. One serious incident occurring on (B)(6) reports "upon disconnection of the (baxter 2c7564) the a1009 sets nano silicone remained depressed... Leakage occurred ..blood loss (est. 50 - 60 cc)...". There were no reported serious pt injuries and or adverse consequences or outcomes.